Manufacturer narrative:
The product was not available for return. Root cause could not be determined. Condition is addressed in the package insert. Due to a lack of part and lot numbers, manufacturing, deviation and complaint histories were unable to be located and assessed. Relayed results to sales rep via email on (B)(6) 2014. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. Associated package insert (B)(4), there are warnings in the package insert, under possible adverse effects, number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was implanted on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to a periprosthetic fracture. It is unknown what caused this fracture, though it is not believed to be the fault of biomet products. Nothing was explanted. Competitor nail was implanted to fix the fracture.